Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the patients ipg was placed a little bit low. It was noted that the patient cannot sit with a good posture as it puts pressure on the battery site. The patient underwent an ipg replacement procedure and was doing well postoperatively.